Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle for the past 3-4 months. Subsequently, the pump shut off due to insufficient power and was unable to be powered back on. The customer¿s blood glucose was 200 (mg/dl). Reportedly the customer reverted to manual injection for insulin therapy.